Event description:
It was reported that customer had issues charging his insulin pump, which presented an error code. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting assistance and is in the process of acquiring a new pump through insurance.